Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported approximately a week post implant that they experienced atrial fibrillation (af). They also stated that they do not believe the pacemaker is pacing them right. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.